Event description:
It was reported that on (B)(6) 2022 a 23mm navitor valve was implanted. During the procedure, there was one re-sheath of the navitor valve performed. The implant depth was 7mm non-coronary cusp and 7mm left coronary cusp. There was no calcification at the ventricular septum. After the procedure, the patient had an arrhythmia detected in a post operative follow up and a pacemaker implanted. The patient did not have any calcification at the ventricular septum. The patient had no past medical history of any sort of arrhythmia. The arrhythmia newly occurred after the navitor was implanted. The patient remained hemodynamically stable throughout the procedure. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of arrhythmia and pacemaker implant was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the available information, the cause of the reported incident could not be conclusively determined. Please note, per instructions for use, implantation precautions " to minimize likelihood of permanent pacemaker implantation (ppi): a) maintain implant depth of 3mm, and b) limit manipulations across the lvot."